Event description:
Pin sheared off in the glenoid. Surgeon left a small piece in the bone. Piece is currently buried under the glenoid baseplate. Pin sheared off while drilling. Surgeon chose to leave broken piece in the bone.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.